Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 560 mg/dl. The customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. The customer stated that she has been off the insulin pump for the last two weeks and has been taking manual injections. Advised the customer that a replacement of the insulin pump will be sent and if she notices that her glucose level continued to go high to call back for further troubleshooting. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.